Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 110 mg/dl. Troubleshooting was performed for critical pump error. The customer also stated that the insulin pump had multiple pump error alarm and also had a frozen display. The customer stated that they were able to clear the pump errors, power loss alarm and program insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with frozen display due to corroded electronic assemblies. No critical pump error noted. Unit received with corroded battery tube and corroded motor home switch.